Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was in use on a pt and there was no pt harm. During eval, the MFR's service tech noted the remote alarm cable the customer using was an approved cable but it was worn and during testing it was working intermittently. The service tech made the customer aware of the finding, and the customer reported they would replace the cable to correct the reported problem. Applicable final testing was completed and passed to specs. The device operators manual indicates the user should fully test the remote alarm port and cable before use.